Event description:
A malfunction occurred, with a report indicating a malfunction code "malf 9." There was no adverse impact on the customer's blood glucose level, staying within normal range. Technical support provided pump reset information and assisted the caller in resetting the pump. The malfunction code did not recur after resetting, and the customer was instructed to continue using the pump and to call back if any issues reappeared.